Event description:
Customer reported to beckman coulter, inc. (Bec) that the unicel dxc 800 synchron system generated low sodium and chloride results on ten patient samples. Customer reported that the erroneous results were 10 points lower. Customer reported that the erroneous results were reported out of the laboratory. Customer reported that they changed the ion selective electrode (ise) buffer reagent because the reagent had a yellowish color. Customer reported that electrolytes were calibrated and controls checked with the new reagent lot. Customer reported that they then reran the previously ran samples and amended eight results. Customer reported that they believe quality control was on the low side prior to the replacement of the reagent. Bec customer technical support explained to the customer that preservative in the reagent can deepen the color of the reagent, but should not adversely affect reagent performance. Customer refused service on the instrument. Customer reported that new reagent resolved the issue. Customer did not provide the lot number of the reagent that had the yellowish color. There was no report of any adverse event or injury requiring medical intervention or patient treatment.

Manufacturer narrative:
Bec is unable to confirm the complaint. Customer refused service. Customer claimed the reagent caused the erroneous results. However, there is no information that suggests the reagent caused the issue. Customer reported that quality control was running on the low side prior to the replacement of the reagent. Recalibration of the instrument could have resolved the issue. Reagent information: reagent name: synchron lx/dxc ise electrolyte buffer. Reagent catalog number: a28945. Reagent lot number: unknown. Reagent date of manufacture: unknown. Reagent expiration date: unknown. Reagent 510k number: k965240. (B)(4).